Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was unable to focus; and indicated that an additional procedure was done. Additional info was received from the surgeon who reported the pt has difficulty with near and distance vision that does not improve with refraction. He added that the blurry vision is persistent and is of no obvious etiology. Also, the surgical coordinator clarified that a yag laser capsulotomy was performed. In the opinion of the surgeon, it is unk whether the iol caused or contributed to the event.